Manufacturer narrative:
It was reported that anesthesia workstation failed the system checkout. Our field service engineer investigated the anesthesia workstation on-site and found presence of water in the gas modules. The 24 months pm kit, which includes the air filter for the gas modules, was installed. If was further found that the o2 fresh gas module was not working and it had to be replaced. Water/moisture ingress in the gas modules may cause failure/short circuits that affect the gas module regulation in a negative way. This may affect the flow measuring in the gas module that may lead to inaccurate gas flow regulation. This will be detected during the system checkout if present and during treatment it will be detected by alarms. The most probable source of water/moisture into the gas modules are moist from the hospital's gas supply line or external compressor. According to the user´s manual, the maximum levels of h2o in the supplied air is< 7 g/m3 and the maximum levels of h2o in the supplied o2 is< 20 g/m3. The root cause of the water/moisture ingress has not been determined.

Event description:
It was reported hat the anesthesia workstation failed the system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).